Event description:
It was reported that during use inside the patient, the device passed it to the tibia nail but at the moment of screwing it in the first threading step of the cap it came loose and the next threading step was bent, the step of thread all detached parts. An attempt was made to place it but it was impossible to screw it. The procedure finished with a smith and nephew backup device. Surgical delay less than 30 minutes. Patient injuries were not reported.

Manufacturer narrative:
H3, h6: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device threads are heavily damaged from attempted use, rendering the device inoperable. The clinical/ medical evaluation concluded that, per the complaint details, after a reported unsuccessful attempt with placement of the 15mm ti plug part number 71634015 lot 19cm1322, it was reported it was impossible to screw it. As a result, the surgeon changed to a 20 mm ti plug ref 71634020 lot 18fm05479 that worked and was secured to the proximal part of the nail with a surgical delay of less than thirty-minutes reported. Since it was reported there was no damage caused and the patient's condition is stable; no further clinical/medical assessment is warranted at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes for this event could include improper handling or a procedural error. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.